Event description:
It was reported that pt complaints of pain that started a few months after the surgery. He has lack of mobility. Pt has had an MRI and blood tests and these have shown increased chromium levels, fluid accumulation and inflammation. Pt is scheduled to have a revision surgery on (B)(6) 2012. Update: it was reported by the sales rep that surgeon did a revision on pt's left hip because of pain.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.